Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the customer reported issue. The cse updated the software to revision ak. The ventilator passed calibrations and testing.

Event description:
Covidien received info of ventilator with a communication error. The malfunction did not occur during pt use.